Event description:
It was reported via a legal notification that a patient has a planned knee arthroplasty revision scheduled for (B)(6) 2024 by (B)(6). Records search located an initial surgery for (B)(6) by(B)(6) on (B)(6) 2014. Components implanted are listed below and attached. At the time of legal notification: there is no other patient demographic or medical history available, there is no information on the surgical procedure or patient outcome, there is no device returned, there are no photos, radiographs or other images of the device provided. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H7 - recall number z-0021-2022 h3 - pending investigation d10 concomitants: 02-010-01-0330 - logic femoral ps cem right sz 3, serial number (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, serial number (B)(6), 200-02-38 - three peg patella 38mm, 2923903

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d6b, h6 (type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.